Manufacturer narrative:
H11: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation, and a catheter was physically investigated. During physical investigation, a catheter was received. The broken part of the helix was found deformed / stretched and was received outside the catheter. The tube had a strong kink at 50 cm from the tip of the catheter at the same point where the helix was found broken. A clear root cause could not be identified but a damaged catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (component, method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6), 2026, a patient underwent a thrombectomy and atherectomy procedure using a rotarex device. It was reported that the helix became fractured during use. A cutdown of the common femoral artery was performed to retrieve the broken helix. Post procedure, the patient was in good stable condition and was discharged from the hospital next day.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a thrombectomy and atherectomy procedure using a rotarex device. It was reported that the helix became fractured during use. A cutdown of the common femoral artery was performed to retrieve the broken helix. Post procedure, the patient was in good stable condition and was discharged from the hospital next day.